Event description:
It was reported that during implant, the right ventricular lead started bunching up while attempting to put thru a 9 french safesheath long introducer. The lead was eventually implanted and had acceptable electrical measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.